Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 32 mg/dl. Customer changed out her set but then later than after it wasn't working and her blood glucose was going up. The customer changed it again including new insulin and before bed she took a bolus. The customer stated that when she woke up her blood glucose was 426 mg/dl. Customer then did manual injection and blood glucose came down. Customer did not want to troubleshoot for high and low blood glucose. The customer stated the issue, she received was about and wants the lot she is currently using be replaced. The customer was advised they will be replaced as courtesy.